Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure it was noted that the balloon ruptured in pinhole form, at several atmospheric pressure for 3 seconds during the second inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.